Manufacturer narrative:
Retainer ring = clear. Unit was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus successful. After visual inspection, there is corrosion on/around the following: pcba1--j7, j6, j1; terminal of the keypad flex cable; pcba2--j1; terminal of the lcd flex cable. A broken force sensor was detected during seating or regular delivery is found in the long trace file. The force sensor zero offset measured within spec = 21 mv. In summary, the critical pump error (open book image) alarm and the a broken force sensor was detected during seating or regular delivery are due to the corrosion on pcba1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, dents in the keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack in case along side of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.